Event description:
It was reported that patient presented in clinic for follow-up. It was noted that atrial lead exhibited inappropriate capture and far r oversensing. It was also noted that the lead had dislodged. The lead was explanted and replaced as a result. Patient condition was stable before, during and after procedure.